Manufacturer narrative:
(B)(4). Date of follow-up report : 08/31/2015. Visual inspection found that the tip of the moving jaw had disengaged. The moving jaw had broken and disengaged. The jaw wire was severed. The center plastic bridge was missing. The instrument had dried blood in and around the jaws. Further investigation found that the user most likely exerted a significant amount of force to the tip of the jaws while clamped on a hard and larger then recommended object. Such force on the tip of the jaws could crack the amodel and separate it from the jaw. The investigation identified the root cause of the damaged device to be attributed to user handling. The IFU states, avoid grasping objects, such as staples, clips or encapsulated sutures, in the jaws of the instrument. No trend has been identified for this failure mode. No corrective action is required.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an hepatectomy, one jaw of the device broke one hour into the procedure. The piece of jaw could be retrieved without any problem. There were no consequences for the patient. Multiple attempts were made to clarify with the site if the disengaged component fell into the patient's cavity. No response was received.